Event description:
Shortly after the implantation, the hernia re-ruptured. I have never been able to reach stretch or twist without causing lasting pain and inflammation. Rolling over in bed, sitting up, lifting anything over 5 lbs, can cause lasting pain and inflammation, and even problems being able to take a deep breath when needed. I have also developed a problem of retaining fluid in legs / abdomen that started after the implant, and I believe is at least in part related to the mesh. Even 80 mg of lasix does not effectively remove this fluid. Lower abdomen will swell if I sit for more than an hr at a time. Upper abdomen will swell and harden, pulling pressure on my diaphragm and making it very difficult to breathe at times if I lay in bed for too long, even though I use pillows to elevate my upper areas of head and chest. As a result of this implant, I lost the ability to carry out many normal day to day functions because the types and range of movements have been so drastically reduced since the surgery. I do not have the money to have it removed which is why it is still in me. When my upper abdomen tightens up, it is painful and it feels like I am wearing a corset, and cannot easily breathe. No other details known to me - surgery date is approximate.